Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for vessel occlusion could not be conclusively determined; however, the angio-seal was found intra-arterial. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported following a diagnostic right and left heart catheterization, an angio-seal was used. Later that evening, the pt complained of groin and leg pain. Pedal pulses in the right foot had diminished. A femoral run off angiogram was performed the next day which revealed a total occlusion of the right common femoral artery. The pt underwent surgical intervention. The angio-seal was found in the artery by the cardiovascular surgeon and was removed. The pt recovered.